Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient's blood glucose level rose to 280 mg/dl while wearing the pod for longer than 48 hours. The pod's cannula had reportedly had become dislodged from the infusion site (abdomen). In addition, the patient experienced irritation at the pod infusion site. As treatment, the patient administered manual insulin corrections. This pod was discarded.